Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings. The customer's blood glucose readings were from 54 mg/dl to 530 mg/dl. The customer did not troubleshoot for high or low readings because she did not use insulin in the pump. The customer was assisted with rewinding and priming the pump. The product was not returned for analysis.